Manufacturer narrative:
Report 2 of 3.

Event description:
Patient had a non-union with a screw that backed out of plate (plate part number p53-106-l001).

Event description:
Patient had a non-union with a screw that backed out of plate (plate part number p53-106-l001).

Manufacturer narrative:
Report 2 of 3.